Event description:
Product analysis of the generator was completed. Product analysis testing had discovered that the generator was stored at a low temperature which resulted in this pulse disablement mode. Once diagnostics was performed on the generator in the analysis lab, the device had rebounded and was at an expected battery status. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during the replacement surgery, the new generator placed was interrogated which resulted in a generator disabled message after system diagnostics was performed. Multiple interrogations/diagnostics were performed along with a generator reset in hopes of resolving the issue. None of these steps corrected the disabled output message. A back up generator was implanted as a result. The suspect product has not been returned to date. No other relevant information has been received to date.

Event description:
It was later reported that an error code 8 message was seen in tandem with device disabled event. The suspect device has been received by the manufacturer, but has not undergone product analysis to date. No other relevant information has been received to date.